Event description:
Additional information received. Patient reported that they fell 3 times. Patient reported feeling like they are set on fire. Patient reported unable to resolve and they continue to be in pain and feel burning they can't walk or get out of bed. Issue not resolved, and worst than ever.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#:(B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they met with their rep yesterday for a scheduled reprogramming, but afterwards, they fell 3 times on ice when taking the trash out. Pt noted ever since they fell, they noticed their group b wasn't working and they saw the "settings not available, cannot provide your desired intensity settings" message when trying to adjust their intensity. Pt spoke with rep (last name asked, unknown) via phone yesterday and notified them about the issue. Patient services specialist (pss) reviewed role of rep and provided the pt with the nas number for their hcp office. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances and a return of pain. Electrode 1 shows impedance 40,000. The patient stated that they fell in their driveway. Reprogrammed ins not using the affected electrode. The issue was resolved. Additional information was received from the patient (pt). The cause of "settings not available" message was not determined. Pt met with a manufacturer representative (rep). They broke a lead. They tried to program around it, and it lasted for about one day. Pt was in so much pain, and it was not controlled. It was burning so bad they couldn't walk. The issue has not been resolved, but they tried to work around it.